Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified mid right coronary artery (rca). A 3.50 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the proximal rca. When the device was removed, the distal stent struts were found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.